Event description:
Clinical study. It was reported that during a drug eluting stenting treatment procedure the pt suffered a dissection. The lesion being treated was a 3.50mm 98% stenosed distal right coronary artery (rca). The lesion was predilated. The physician then placed a taxus express 8.8% drug eluting stent in the dist rca. During the procedure the a dissection occurred and the physician placed a jostent. The pt was discharged the next day on anti-platelet therapy.